Event description:
It was reported that the patient received multiple shocks. Upon interrogation, device was found to be in hardware bvvi mode. The device was explanted. The patient was in good condition after the event.

Manufacturer narrative:
The reported field event of reset was confirmed in the laboratory and was due to a power on reset. The power on reset was due to low battery voltage from device usage. The device was tested on the bench and using automated test equipment, and no anomaly was found.